Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing stopper was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for missing stopper with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and missing stopper was observed. Root cause description: the most likely root cause for this defect is a timing issue on the stopper / cap assembly equipment. This type of defect is understood to be a transient issue affecting relatively few tubes. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® 9nc plus blood collection tubes 1 tube was missing stopper. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that before use of the bd vacutainer 9nc plus blood collection tubes 1 tube was missing stopper. There was no report of exposure, injury, or medical intervention noted.